Event description:
We were notified that noise was detected on this rv lead. No action has been taken yet by the physician.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.